Event description:
On (B)(6) 2010 an x-ray confirmed the catheter migrated from the t10 to the t12 level. Per the hcp, the cause of the migration was unk. Catheter revision/replacement was being considered.

Manufacturer narrative:
(B)(4).